Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia up to 300 mg/dl for approximately five hours, followed by a nocturnal low around 72 mg/dl, in the context of incorrect meal announcements that led to extended postprandial elevations and subsequent automated correction boluses causing downward trends at night. Symptoms included none reported. Outcomes included self-management without medical assistance, stabilization of glucose after ingestion of fast-acting carbohydrate, and automated pump corrections. Investigation included troubleshooting and education with reinforcement of best practices for meal announcements and low treatment, as well as scheduling additional training to review pump settings and usage. Investigation of this case revealed use-related issues associated with meal size entry leading to mismatched insulin delivery. It was concluded that the device functioned as designed and that the event was attributable to user technique related to meal announcements.